Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with needle retraction failure. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd insyte autoguard shielded IV catheter there was an issue with needle retraction failure. There was no report of injury or medical intervention.

Manufacturer narrative:
Units nor photos were not provided for observation and/or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. A complaint history check was performed and this is the 6th related complaint reported with the defect/condition of needle retraction failure with lot #8009554 regarding item (B)(4). DHR review; was previously conducted for (B)(4) cr which disclosed the following: lot 8009554; was built and packaged on afa line 5 on (B)(6) 2018 through (B)(6) 2018 and packaged on afa line 10 for the quantity of (B)(4). Review disclosed no indication of the alleged defect as it was noted that there were no reject findings throughout the build of this lot that would impact upon the quality of the catheter product. All required challenge samples and testing was performed per specification in accordance with the setup and in-process sampling plans. Needle retraction by button activation was performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Sap (qn) database review: review was conducted for this investigation; which disclosed that there were no reject activity findings relevant to the defect associated with the lot number provided for this incident. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.